Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. No images or videos were submitted for review. A review of the instrument log for the fenestrated bipolar forceps instrument (part# 471205-17 / lot# k10220418 0034) associated with this event has been performed. The instrument was last used on (B)(6) 2022 during an esophagectomy non-transthoracic-transhiatal procedure on the da vinci system sk0248. There were 7 uses remaining after this last usage. This complaint is reportable due to the following: it was alleged that the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but some of the patient information in was either unknown, unavailable, not provided, or not applicable. Device expiration date for was left blank. Field is blank because the product is not implantable. Information for the blank fields in is not available. Fields are not applicable.

Event description:
It was reported that during central processing, the insulation wire of the was torn. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the wire was frayed and the black insulation was damaged. The damage was detected after cleaning in the ultrasonic bath. During the last use of the instrument, inspection prior to use did not reveal any damage. It is unknown if there was any arcing/thermal damage observed and unknown if there was loss of cautery.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint "insulated wire is torn". Failure analysis found the primary failure of conductor wire-insulation damage to be related to the customer reported complaint. The instrument was found to have insulation damage on the conductor wire. The internal wires were exposed as a result. The damage was located at the distal end on the bipolar yaw pulley. No material was missing, and no thermal damage was observed. Electrical continuity was tested and passed. The root cause is attributed to a component failure.